Event description:
The surgeon attempted to perform endometrial ablation and was unable to proceed as the device failed to operate. Another device was pulled from the shelf, and the same issue occurred. There was no patient injury; however, the surgery was cancelled.